Event description:
It was reported that two rad-5v units were used on a newly born infant and gave readings of 0-4% spo2 readings and heart rate 25 bpm. Readings were taken in a hospital room setting, post labour and after delivery. A spacelabs monitor was also used on the infant and gave values within expectations. The customer confirmed that the spacelabs readings were within the acceptable range for newborns, however the customer could not provide what the expected range is or what the spacelabs readings were. The customer cannot confirm if the rad-5vs were used on the patient before or after application of spacelabs monitor. The model number of spacelabs unit or other unit identification was also not provided. A patient cable pn-2058 was used on each rad-5v when used on the patient. Each rad-5v had an adhesive sensor used on the patient but the sensor information was not available. The customer confirms that they cannot return the items. No patient injury was reported. No medical intervention was required.

Manufacturer narrative:
Multiple attempts for product return and additional information requests were made. Per the customers' request new cables were provided to the customer however, the device was not made available to masimo to allow an analysis to be performed. If and when information becomes available or once the unit is returned and an evaluation is performed, a follow up report will be submitted. The device history records (DHR) for this device were reviewed. Nothing was identified in the DHR to indicate there was a manufacturing related cause for this event.